Manufacturer narrative:
Per tandem's user guide: ¿your t:slim x2 pump is watertight to a depth of 3 feet for up to 30 minutes (ipx7 rating), but it is not waterproof.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Reportedly, the pump was dropped in water. The customer reverted to an alternate method of insulin therapy. Reportedly, the customer¿s blood glucose level was in the high 200s mg/dl.